Manufacturer narrative:
It was reported that the head height of the fluid did not meet the height of 24 inches, which is recommended in the spectrum operator's manual. Set up factors, including head height, can impact flow accuracy. The flow rate and IV set(s) used were not provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had over infused during therapy at the intensive care unit. The volume to be infused was 100cc, 'it was not a new line' and the pump ran dry. There was no known patient injury or medical intervention associated with this event. No additional information is available.